Event description:
In (B)(6), I went into dr (B)(6) office with a friend. He talked with me about a new laser, it's called the zerona. I trusted that it would be used correctly and help me achieve my goal. I was told the procedure had to be given every other day. On which I did show up for my appointments. I was asked to take curva, I'm not sure what was in it. The doctor didn't explain why I had to take it or what it was. I did take it. He also advised me to stay away from alcohol and coffee, which I did. I was told to drink 8 8oz glasses of water everyday, which I did. I had to eat right, which I do anyway. I have belonged to a gym for the past 7 years and work hard at keeping myself healthy. So I arrived on (B)(6), 2010 for my first treatment and had 5 others as he requested. However, on the fourth day, I asked why the fat tissues were not being flushed out of my system as he promised. I did have stomach problems from then on. I had to go to the bathroom more than usual. But I continued, upon receiving my 6th treatment, traveling quite a distance and dealing with stomach issues, there had been no progress, as the doctor had promised. I was upset and expressed that to the doctor. He was willing to give me 1 extra treatment and then pay for more, claiming I would then see the results. I refused. He had told me that the zerona was FDA approved. Then why didn't it work? Why did I have stomach issues? I wasn't going to expose myself to anymore of his treatments. I think maybe he didn't use it properly and that is what caused the issues. I have since noticed he changed the name of his web site and got a new laser called lapexbcs laser. This lies directly on your stomach. If the zerona was the latest in technology why was a new laser brought in? I asked for a refund but he refused, he said because he tried to make me happy by giving me free treatment and more treatments. Why in the world would I want 1 more treatment if the first 6 didn't work and then pay him more money and have them not work either. He thought he was doing me a favor. No thanks, I'll keep my money and have my stomach go back to normal. Dates of use: (B)(6) 2010.